Event description:
While drawing labs, a small amount of blood was noted to be inside the cap between the plunger and the outside plastic casing. (This occurred despite swabbing the hub in between syringes to clean off blood, blood leaked to outer edges of inside of cap and rn unable to clear it with normal saline). The cap was changed per policy.(there have been several instances (8-10) of blood in cap and not clearing despite flushing coming from nurses and/or allied health professionals).what was the original intended procedure?blood draw and/or flush.device #1is this a laboratory device or laboratory test?no.